Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after attempting to fill multiple cartridges; customer did not under-fill cartridges. Customer used another cartridge and the loading step was successfully completed. Customer's blood glucose was not impacted.